Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance and difficult to remove (stent and guide catheter) could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the circumflex artery. The 2.25x23 mm xience sierra stent delivery system (sds) was attempted to be advanced but could not cross the lesion due to the previous stents in the patient anatomy. During removal, the sds met resistance with a previously implanted non-abbott stent in the left main and a non-abbott 6f guiding catheter. The stent dislodged from the sds in the proximal left main to circumflex. The sds was removed individually and the dislodged stent was retrieved with a snare device. The procedure was finished with angioplasty only. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.